Manufacturer narrative:
The customer reported that the telemetry transmitter, being monitored at the central nurse's station (cns), went into signal loss. When they checked the patient and the transmitter, they found that the transmitter was overheating. The device will be exchanged and the failed device sent in for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical product the following device was used in conjunction with the transmitter and is not the device that experienced the failure: central nurse's station, model: cns-6801a (pu-681ra), sn: 60129.

Event description:
The customer reported that the telemetry transmitter, being monitored at the central nurse's station (cns), went into signal loss. When they checked the patient and the transmitter, they found that the transmitter was overheating. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on 09/12/19, customer at (B)(6) reported the transmitter (zm-521pa sn: (B)(6) had overheated. Investigation result: the root cause of the heat damage is determined to be transmitter design did not foresee possibility of short circuit from incorrect insertion of the battery. Assessment determined that in a worst case scenario, the probability of harm is "unlikely or remote" as the maximum exterior temperature (42.6 c) is below the minimum temperature (44 c) that can cause a burn after prolonged (greater than 5 hours) skin exposure. The overall risk of this complaint is determined to be low. A new design change has been introduced to the transmitter rear case which would add an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion. Additional model information: d11 & c2: concomitant medical product: the following device was used in conjunction with the transmitter and is not the device that experienced the failure: central nurse's station: model: cns-6801a (pu-681ra). Sn: (B)(6).

Event description:
The customer reported that the telemetry transmitter, being monitored at the central nurse's station (cns), went into signal loss. When they checked the patient and the transmitter, they found that the transmitter was overheating. No patient harm was reported.